Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a selective coronary angiogram with fractional flow reserve procedure with a 6f sheath. Reportedly, there was resistance when depressing the plunger to deploy the needles. As the plunger was pushed, the device "kicked-back"; it was felt that the foot-plate and the needles both "kicked-back". As the foot-plate was no longer against the inside of the arterial wall, this caused the device to rise out of the tissue tract until the sides of the needles were visible. The device plunger was depressed a second time and while removing the plunger, it was found that the sutures deployed successfully. There was difficulty closing the foot-plate as the foot-plate was noted to be stuck/jammed. The foot-plate was ultimately closed within the tissue tract and the device was removed from the patient without complication. The proglide sutures were intentionally cut and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the account confirmed that the separation was noted upon removal of the device from the anatomy. It cannot be confirmed that the separated foot does not remain in the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation of the foot was confirmed. The difficult to open or close and mechanical jam could not be confirmed due to the condition of the device. The unintended system motion cannot be confirmed as this related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy/vessel. In this case, it is possible, there was significant resistance due to interaction with the anatomy causing movement of the system by user and or inducing the foot separation, resulting displacement of the device. The elevated displacement would create the difficulty in closing the foot. Manipulation of the device back into position allowed the foot to close the device to be removed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: health effect - clinical code 4582 was removed.